Manufacturer narrative:
(B)(4). G2: spain. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products kne-unk-lcck femoral lot# unk, kne-unk-lcck bearing lot# unk. From the clinical orthopedic surgery, university of illinois at chicago, chicago, il. The study performed at weiss memorial hospital, bone and joint replacement center, 4646 n. Marine drive, chicago, illinois, 60640. Non-biological modular knee arthrodesis for prosthetic infections with large defects at 5-year follow-up: an alternative to amputation yasser r. Farid, md, phd tech orthop volume 00, number 00, 2025.

Event description:
It was reported through a journal article that 6 rtkas case patients' underwent a revision procedure, which included 1 of the 4 acute periprosthetic infections. In this infection case, chronic periprosthetic infection was identified and revised to a lcck prothesis with cemented rods. Due diligence is complete as multiple attempts were made; however, no further information was received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identifications are necessary for review of device history records, none were provided. Insufficient information provided to perform a compatibility check. Complaint history reviews cannot be performed without product identifications. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.